Event description:
The pt reportedly developed a csf gusher during the cochleostomy. The gusher was plugged. The pt continues to be monitored by the centre. Advanced bionics is in the process of gathering additional info and will submit a supplemental report once new info is obtained.